Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 52 mg/dl. The customer stated drank apple juice, and had some 80carbs for lunch treated for the low reading. The pump will not be returned for analysis . It was unknown that auto mode feature was active at the time of incident. Customer declined troubleshooting for low blood glucose . Unomed set, mmt-unk-rsvr.